Event description:
Customer reported that the insulin pump keypad was not working correctly. He also reported that he had received a battery out limit alarm. He was unable to clear any alarms. The blood glucose reading was 300 mg/dl. Customer treated with manual injections. He did not recall any significant events leading to the keypad issue. Nothing further was reported.

Manufacturer narrative:
The down arrow button did not respond due to corroded keypad trace. Battery out limit alarm was not verified due to unresponsive button. The device was monitored and it didn't have any battery change too slow alarms during testing. The device was received with minor scratched display window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.